Manufacturer narrative:
Justification for no UDI, some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrilator failed to discharge using these internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product will not be returning to zoll. They indicated to zoll that the internal handles are being replaced being 5 years of age with a life expectancy of 100 sterilization cycles.